Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the (B)(6) 2018 for further investigation. The fse confirmed the occurence of the reported error by viewing the error log. Fse replaced the sample needle and checked all sampler alignments and performed impasse adjustment. The error occurred again while the fse running quality controls. The fse observed many bubbles during the diluent process. The bubbles were due to a leak that was found from the diluent manifold tubing. Fse trimmed diluent tubing and reinstalled on the manifold. Instrument was validated by running quality control run and all results were within specification. Instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, error 4017 specimen system clog detected is caused when detecting a clog in a specimen. The solution for the customer is to repeat the assay. The most probable cause of the reported issue was due to air in the diluent system during sampling. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
On the (B)(6) 2018, a customer reported receiving error 4017 specimen system clog detected on control on their aia-360 instrument. The customer indicated they run sample cups ¾ full. The technical support specialist recommended decontaminating the instrument and the customer requested service. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.